Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device dropped a needle during use. The needle was recovered. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three endo stitch devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. One needle was received. Each jaw gap was measured and did not meet specifications. The visual inspection of the devices noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles on each of the devices. No plastic shearing of the toggle switch was noted on devices. The visual inspection of the needle noted witness marks on both cones, and the portion of the needle located between the cones and loading slots. A pmv needle was loaded onto each endo stitch device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. During toggling, the handle of the device made a clicking noise. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.